Manufacturer narrative:
The tech found the spring gaskets were leaking. He replaced the two spring gaskets to repair the stretcher.

Event description:
Information received indicated the head of the bed is drifting down very slowly.